Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a heel warmer. The customer reports that an infant heal warmer burst and splattered into the eyes of a nicu rn. The outcome of the incident was an eye irritation. Initially, it was treated with the buffered eye solution requiring several irrigations. The nicu rn saw an eye doctor and was prescribed an antihistamine-type eye drop.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.